Event description:
The patient presented into the clinic for a two week post implant check with complaint of chest pain. Upon interrogation, loss of capture, decrease in impedance, and low r-wave were observed. X-ray revealed perforation causing pericardial effusion. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Lead tip stiffness test was within specification. The damage found was sustained during the surgical procedure.